Manufacturer narrative:
(B)(4). Concomitant products: ringloc acetabular cup: catalog#: pt-116066, lot#: 187250. Ringloc acetabular liner: catalog#: ep-105916, lot#: 664360. Femoral head: catalog#: 11-363661, lot#: 338620. Low profile screw: catalog#: 103532, lot#: 921610. Low profile screw: catalog#: 103533, lot#: 405490. It has been indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in medical records received that patient underwent a left hip revision procedure approximately 15 months post-implantation due to pain, discomfort and loosening of the stem. During the procedure, fibrous ingrowth along the femoral stem was noted. All components were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). No product was returned; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. A definitive root cause for the reported event could not be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.